Event description:
Novasure ablation machine failed to turn on or function intraoperatively despite numerous attempts at troubleshooting including speaking directly with the equipment rep. Scheduled ablation aborted due to failure and patient spent undue time in the operating room. FDA safety report ID# (B)(4).